Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus and limb ischemia was not determined.

Event description:
The complainant reported that a patient was on impella cp support due to a 100% occluded proximal left anterior descending artery. While on support, bilateral lower extremity ischemia became evident following placement of impella cp followed by peripheral venoarterial extracorporeal membrane oxygenation (va-ECMO). A bedside fasciotomy was done. The impella cp was explanted and ECMO decannulated. There was thrombus burden in the right femoral artery around and proximal to the repositioning sheath which was removed. There is expected to be some degree of amputation on both legs. Vascular surgery will be consulted for planning. According to the doctor, once ischemia was recognized, repositioning the impella cp/ECMO to axillary access was discussed. However, the team did not think the vessel size would support either devices and limb loss was discussed as inevitable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."